Manufacturer narrative:
Concomitant products: cd326940q ICD, implanted: unk; 1458q lead, implanted: unk. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo, the inner insulation of the lead became breached due to a rupture while in vivo, and the inner and outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up determined that the lead had been removed due to fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.